Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 140 units of insulin. There was no impact to the customer¿s blood glucose level. Reportedly, the customer loaded a cartridge onto the pump and declined a follow up call from tandem technical support.